Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, the device expiration date and UDI have been updated. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that a new sealed device was returned. It was opened and no structural anomalies were observed. The device was connected to a test generator, and the electrode was activated in its maximum power, an error code "output shorted" was displayed on both modes (coagulation and ablation). The buttons were released and pressed once more and the device worked fine. Device will be sent to the supplier for further investigation. The supplier performed an evaluation with the following results: device is in used condition (as received), handle assembly: some indication of use. Cable and plugs in good condition. Device passed all electrical and functional checks. The customer reported that the device was not working. Additional mitek inspection stated an output short error upon first activation. None of these issues could be replicated during further investigation. The device passed all electrical tests and functional tests with no issues presenting. The customer reported that the device was not working. Additional mitek inspection stated an output short error upon first activation. None of these issues could be replicated during further investigation. The device passed all electrical tests and functional tests with no issues presenting. No issues (ncrs or deviations) with the manufacturing process have been identified. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during an arthroscopy surgical procedure the vapr tripolar 90 suction elect device worked for a few minutes then stopped , we changed to another vapr tripolar 90 suction elect device with the same batch number and the one was still not working. We took another device from a different batch and this one worked another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, vapr tripolar 90 suction elect, (B)(6) 2025.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it is in a normal used condition, no structural anomalies were noted. To test its functionality the device was connected to a test generator, ablation function worked as intended, however when ablation function was activated it worked intermittently and an audible alarm was generated. The product was sent to the supplier for further evaluation. The supplier performed an evaluation with the following results: tip is in used condition, tissue debris and saline crystallization around tip. Handle, cable and plug assemblies were in good condition. Device passed both, electrical and functional checks. The customer reported that 'device worked for a few minutes then stopped.' The device passed both, electrical and functional tests with additional activation time to replicate customer's error. Since this was not accomplished, the complaint cannot be substantiated. It has been acknowledged that the mitek juarez lab team reported the ablation function when activated worked intermittently and an audible alarm was generated, however despite extended testing of the complaint device at atl UK technology, no functional issues with the device could be detected. Testing at atl UK shows the returned device was immediately recognized and found to pass both electrical and functional testing with no error codes being displayed and no other issues detected. Activation was found to be consistent and as expected. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible regarding the returned complaint device. The root cause of the customer reported functional problem could not be determined. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.